Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose too high to register. Customer reported that while in the hospital, blood glucose rose to 500 mg/dl and 700 mg/dl, but was originally hospitalized due to injured knee. Customer was treated with insulin while at the hospital. Customer was advised to call back for insulin pump replacement.